Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction was suspected. The patient underwent a revision procedure wherein an additional lead was implanted. The patient was reprogrammed with good coverage and doing well postoperatively.